Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: patient experienced a myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a trial that during a procedure with the xience v stent, the patient experienced a loss of blood flow of the right ventrical (rv) marginal branch due to stent jailing and closure of the side branch. The patient experienced a myocardial infarction. Medication was administered. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Occlusion and myocardial infarction, as listed in the xience v instructions for use, are known adverse event associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the myocardial infarction is a secondary effect of the occlusion. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.